Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that a pt underwent an arthroscopic shoulder repair on (B)(6) 2010 with the use of 2 fastin anchors w/orthocord suture for fixation. At sometime subsequent, the pt presented in a condition that caused the surgeon to re-admit the pt to a re-surgery on (B)(6) 2010. At this re-procedure, the surgeon noted and states that there is "wound breakdown"; "no infection cultured", however, the pt's shoulder "is full of custard." The surgeon suspects that the orthocord suture may be the underlying cause of the issue; surgeon removed the orthocord and replaced with vicryl suture for the re-repair of the original shoulder problem. At this point in time, this is all of the information that has been made available to mitek. There are questions out for further detail and clarity. Also see associated MDR 1221934-2010-00237.